Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized due to high blood glucose on (B)(6) 2021 with blood glucose level was 26 mmol/l. The customer was treated with intravenous insulin drip. The customer stated that she was admitted since sat and she was treated with 2 bags of fluid. Run self test and displacement test both are passed. It was unknown that the customer did used to auto mode feature at the time of event. The insulin pump will not be returned for analysis.